Event description:
It was reported that this patient had fallen, and as a result the right atrial (ra) lead was fractured in the fall. The patient was in rehab, and there were alerts for both high out of range pacing impedances greater than 2500 ohms and intrinsic amplitude out of range. The lead was surgically capped and replaced. No additional adverse patient effects were reported.